Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: customer contact reports no patient information available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a loss of mechanical ventilation due to battery failure during a case. There was no patient injury.